Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the poly came loose after the original surgery and could be seen in a lateral film as being anterior to its proper position. After poly was removed surgeon found a piece of cement which may have prevented the original poly from properly locking in position.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.